Event description:
It was reported that the patient underwent coronary artery bypass grafting (CABG) procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the scrub tech was squeezing the topical skin adhesive to close the incision and the glass ampoule went through the silicon and cut her finger. The case was completed with another device of the same product code. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Sample was returned for evaluation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU) - discussing with the tech she said she opened it like normal. Was it difficult to break the ampoule (was extra force needed to break the ampoule) -she said it was not difficult. Was the ampoule crushed repeatedly - she said she did not change her normal technique. What was done to treat the shard penetration - nothing. Was medical or surgical intervention required - no. What is the status of the surgeon injury today - the tech was not treated. Was the product sterilized or subjected to any other processes before application - no. Can you identify the lot number of the product that was used - no.